Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned (product location unknown) to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Concomitant products- part: 103209 name: taperloc por fmrl 17.5x155 lot: 565620; part: 139256 name: m2a-magnum 42-50 tpr insrt std lot: 679340; part: us157856 name: m2a-magnum pf cup 56odx50id lot: 990940.

Event description:
It was reported, patient underwent a left hip revision surgery approximately 10 years post implantation due to pain. During the procedure, toxic levels of cobalt and chromium and metallosis were noted.

Manufacturer narrative:
This report is being submitted to relay additional information. Additional information previously received does not change outcome of investigation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Concomitant medical products- part: us157856 name: m2a-magnum pf cup 56odx50id lot: 990940. Part: 103209 name: taperloc por fmrl 17.5x155 lot: 565620. Part:139256 name: m2a-magnum 42-50 tpr insrt std lot; 679340. Multiple MDR reports were filed for this event. Please see associated reports:0001825034-2017-02384, 0001825034-2017-05234, 0001825034-2017-05248.

Event description:
It was reported that a patient was revised approximately 10 years post initial implantation due to pain, and metallosis. During the procedure it was noted that there were large osteolytic lesions along the posterior aspect of the stem that distended, probably two inches which was filled with metal debris. There was also another osteolytic lesion posterior to the acetabulum, filled with metal debris.

Manufacturer narrative:
Review of the op provided op notes confirmed the reported event. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends